Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v278189, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the initial implantable neurostimulator (ins) was replaced due to normal battery depletion. The ins was implanted to help with pain from interstitial cystitis and the stimulation has always helped with this but about a week ago, the patient was in a great deal of pain. The pain was described as an 8 on a scale of 1 to 10. The patient stated she keeps the stimulation at 0.3v on program 1 but all of a sudden, she could turn the stimulation up to 1v, can feel the stimulation for maybe 10minutes, then stop feeling the stimulation, and the pain returns. The patient has tried increasing the stimulation on program 1 and has tried other programs but the amplitude settingson other programs are at 3.2v and 2.8. The patient doesn't know how to increase the stimulation on other programs. On (B)(4) 2018, additional information received from the patient that they had severe abdominal and vaginal pain. It was not effective after increasing stimulation as it was @0.6 now. Patient mentioned they went to the gynocology dept and they said only 3 leads worked, 7 did not work. Patient has increased it one notch. They sent for records from dr. Bailey to see how many was suppose to work. No further complications were reported. [Refer to pe 701520699 and 702480978 for information related to setting up an appointment while having a problem and pain/battery depletion, respectively ]